Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) via a manufacturer representative reported a consumer had a problem with the implantable neurostimulator (ins); it tended to fail spontaneously. The cause of the intermittent stimulation could not be identified. Data from the ins showed that the ins was interrogated twice on (B)(6) 2016, unfortunately only about one minute of data available. The last six recharge sessions between (B)(6) 2016 looked good.

Event description:
The company representative (rep) reported a month later that the impedances were within normal range. The patient did not experience any shocking/jolting sensation. No power on reset (por) or out of regulation (oor) messages had been seen on the patient programmer (pp). The cause of the issue was not determined.